Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported the procedure was to perform a cardiac ablation during an atrial fibrillation case. The prowater guide wire was advanced during the procedure, but when the guide wire was withdrawn without resistance, the tip sheared off. The device remained in one piece. There was no adverse patient effect and no clinically significant delay in the procedure..

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. The reported break was unable to be confirmed. The instructions for use (IFU) states: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. It is undetermined if the deviation of the IFU contributed to the reported/noted difficulties. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined a conclusive cause for the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product deficiency.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.